Event description:
In 2003, the pt was seen at the center for initial stimulation appointment. The pt reportedly did not receive any auditory perception on several channels. Programming adjustments were recommended by a co rep. In 2003, the pt was seen at the center. A CT scan was ordered to confirm electrode placement. The following day, the CT scan revealed that the electrode array was in the internal auditory canal. Revision surgery has been scheduled to reposition the electrode array.